Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was received for evaluation and repair. Temperature testing was not conducted since the device was received with a motor over current error. Analysis of the device determined that the collet and motor were internally corroded. The collet, motor, and o-rings were replaced and the device was repaired to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a customer regarding a handpiece. It was reported that the device was only turning for a bit and got hot. No patient information was reported.